Event description:
It was reported that an er220 was used during a video-assisted thoracic surgery. It was reported by the affiliate that the clip would not feed into the jaw properly and spitted (ejected), but not into the patient. A new device was used to complete the case. There was no consequence to the patient.